Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 4/10/2011.

Event description:
The customer states that "during the fluoroscopy the control lamp turns off and the device shuts down."